Event description:
It was reported that this right atrial (ra) lead was explanted approximately one day post implant. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately one day post implant. Additional information was received indicating that the lead was used as temporary pacing so a subcutaneous implantable cardioverter defibrillator can be implanted the next day. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately one day post implant. Additional information was received indicating that the lead was used as temporary pacing so a subcutaneous implantable cardioverter defibrillator can be implanted the next day. Another ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately one day post implant. Additional information was received indicating that the lead was used as temporary pacing so a subcutaneous implantable cardioverter defibrillator can be implanted the next day. Another ra lead was successfully placed. No additional adverse patient effects were reported.